Manufacturer narrative:
Device evaluated by MFR. Device received for eval on 09/13/2013. Device history record review was completed. Morpho-historical analysis will be performed on the valve. Method: the results of the device history record review confirmed the device met all material, dimensional, and performance requirements at the time of MFR and release. Results: no definitive results at this time. Conclusion: no conclusion can be drawn at this time as device is currently being evaluated.

Event description:
The MFR was notified of a mitroflow valve that was explanted on (B)(6) 2013 after 2 years due to structural valve deterioration resulting from leaflet thickness. Device was explanted and replaced with an magna bioprosthesis. Surgeon is expressing a complaint.

Manufacturer narrative:
Chemotherapy and radiotherapy treatments, might induce the onset of calcification and inflammation process. In fact, as suggested by the scientific literature, valvular disease is frequently seen in patients with previous radiotherapy treatment. Around 81% of patients, subjected to radiotherapy treatment, show evidence of valvular disease. The radiation used for radiotherapy, induces valve leaflet fibrosis with focal dystrophic calcification and marked thickening. The radiation may also stimulate endothelial proliferation, fibroblast proliferation, collagen deposition, and fibrosis, as detected in this valve the leaflet calcification and pannus overgrowth may have induced an incorrect movement of the leaflets, as highlighted by folds found in all the leaflets, and may have contributed the valve stenosis. It is possible that the patient's risk factors (e.g. Type ii diabetes , hypertension , and dyslipidemia ) may have contributed to the structural valve deterioration.

Event description:
The manufacturer was notified of a mitroflow valve that was explanted on (B)(6) 2013 after 2 years due to structural valve deterioration resulting from leaflet thickness. Device was explanted and replaced with an magna bioprosthesis. Surgeon is expressing a complaint.